Manufacturer narrative:
Additional information was added to h3 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected, and the reported condition was verified. Based on the information provide, the sample is consistent with a known manufacturing issue involving a tubing change. The cause of the reported condition was a manufacturing issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing separated from the twist sleeve of a minicap extended life pd transfer set. This issue was further described as ¿the patient¿s transfer set twist adapter fell off from the plastic tubing¿. This was observed during use of the device for peritoneal dialysis (pd) therapy the transfer set was replaced; however, the titanium adapter remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.